Event description:
Post implant the patient called to report that after surgery it felt like they were pregnant with two kids kicking them in the stomach. The representative came in and made an adjustment and it was better, but now it has come back. Follow-up was conducted and from the information obtained it was reported that the lv (left ventricular) lead had diaphragm stimulation. The patient returned to the clinic and the outputs were reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.